Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre reader were reviewed, and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date the incident occurred is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A battery issue was reported with the adc device. Customer was unable to obtain readings due to a fast draining battery. As a result, customer experienced a loss of consciousness and a non-healthcare professional treated with grape sugar. No further treatment was required. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection has been performed on the returned reader and no issues were observed. Reader was sufficiently charged. The reader was de-cased for further inspection. Visual inspection has been performed on the de-cased reader and no issues were observed. Power consumption test performed and results were not within specification. An extended investigation was also performed. Visual inspection has been performed on the returned reader and no issues were observed. Reader powered on with home button and battery was sufficiently charged. Visual inspection was performed on the de-cased reader's pcba (printed circuit board assembly) and pcba was observed with nxp processor. Power consumption test performed and results were within specification. This was due to reader searching for or paired with a sensor puck. The reader was allowed to change to sleep mode by waiting for few minutes and the power consumption test was within specification. Therefore, issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A battery issue was reported with the adc device. Customer was unable to obtain readings due to a fast draining battery. As a result, customer experienced a loss of consciousness and a non-healthcare professional treated with grape sugar. No further treatment was required. There was no report of death or permanent impairment associated with this event.